Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by no access to the security group. The technical service engineer provided information on customer security group and override group for device. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a settings issue. Unable to override fridge. The customer reported unable to access medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.